Event description:
A malfunction code 24 was reported by the customer, indicating an issue with their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced, advised the customer on using the updated software, and provided instructions on storing and returning the faulty pump. The customer acknowledged the guidance and agreed to use a multiple daily injection (mdi) as backup therapy until the replacement pump arrived.